Event description:
During surgical procedure, plastic holder for cautery pencil broke while attaching to surgical drape. Alternate holder opened and utilized for surgical procedure. Holder was from basic set up surgical pack: cardinal health, sba12lpmfl. Lot# 938600.